Event description:
It was reported that during a tubal ligation procedure, after applying the first clip to the fallopian tube, the seal ripped off. A new pack of clips were opened and with great difficulty (constantly loosing insufflation) another clip was applied. There was a lot of gas leaking because of the broken seal, so the peritoneum could not be maintained. It extended the procedure by 10-15 minutes and the surgeon could not continue the examination. The procedure was aborted. The patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.